Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that coagulation was performed because the monopolar current had failed in the erbe device in question, but fortunately the application of bipolar current was still possible. The procedure could therefore be completed robotically. The erbe generator was replaced the next day.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found error c-34 was confirmed and replicated. During (power-on test), the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint regarding error c-34 was present on erbe generator was confirmed by failure analysis. The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the erbe generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the system generated repeated c-34 error on erbe generator. An intuitive surgical (is) technical support engineer (tse) verified the fault through error logs and inquired whether the generator had been restarted, which had been attempted several times without success. Changing the cable and using another monopolar cable and outlet did not resolve the issue. The customer did not have an alternative generator or system available and decided to proceed with the surgery without the coagulation function. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electroc surgical unit (iesu) to fix the problem. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization has been issued for the return of the iesu.